Event description:
The patient contacted animas on (B)(6) 2012, and reported that the audio bolus button was intermittently unresponsive. The patient denied damage to the audio bolus button. The patient reportedly wore the under a garment against the body and did not clean it. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, no damage was found to the audio bolus button. During testing, the audio bolus button responded to presses appropriately. The complaint could not be confirmed or duplicated.